Event description:
The customer contacted stryker to report that when pressing the device's power button, the device's screen remains blank and only the device's leds illuminate. This can be indicative of a device lock up condition and may cause the device to be unable to power on to deliver defibrillation therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr10.